Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb was intended to be implanted as part of the endovascular treatment of a aaa . The prosthesis was inserted into the contralateral side and positioned on the radio marker; however, the prosthesis did not open after 6-10 turns. Upon removal and inspection, a kink was observed just below the tip of the prosthesis. The healthcare professional suspected that the kink may have prevented the sheath from opening. An alternative prosthesis (etlw1620c93ee) was used, and future extension of this prosthesis is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis device received with a detachment evident to the proximal handle and external slider. The internal slider was fully retracted and the graft cover was fully advanced on receipt of the device. Deformation was evident to the detached segments of the proximal handle, deformation was evident to the screw gear at the detachment site. The hypotube and middle member appeared to be fully retracted and were extending from the proximal section of the handle. Stress marks were evident to the detached external slider. The t-bar was fully retracted and appeared stuck, it was not possible to advance or retract the graft cover by moving the t-bar. It was possible to advance and retract the internal slider with no issues noted. Deformation was evident to the graft cover at the strain relief. Deformation/kinking was evident to the graft cover at multiple points along the graft cover over the stent graft. A gap was evident between the stent graft and the stent stop. No other deformation evident to the remainder of the device. Additional information received; for the 1620156, the device was inspected before use and there was no damage to the packaging. As only a back-up of etlw1620c93ee was available on the day of the index procedure , this was insufficient in length and resulted in a ib endoleak. The physician therefore wanted to lengthen that side two days later so a ete2020c82ee was implanted. Two of these were required so another prothesis was lengthened two days later. The procedure to implant the extension went well with no issues regarding the kink in 1620156, the sales representative attending the case ensured the device was flushed correctly by the nurse and no kink was noted at that time. It was said it could have been caused by anatomy or calcium build up but the physician pushed the device up with a lock. During the attempted deployment of 1620156, it was reported the first few turns were okay, but then, starting at approximately 6¿10 turns, a very strong resistance and a strong pull were felt. The strong resistance was felt during the sliders response. An attempt was made to pull the trigger and perform quick release. It was clarified that to treat the ib endoleak , only one etlw1620c156ee stent graft was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.